Event description:
It was reported that the customer's insulin pump had a partial display. The insulin pump was out of warranty. No further information was provided, no blood glucose values although they were said to be within a healthy range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.